Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Your report of a defective needle could not be confirmed from the two photographs that were provided for investigation. The photographs align with separate reported issues by your facility. Since no samples or photographs displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle is defective. The following information was provided by the initial reporter: often times the needle is catching on the catheter pulls out the catheter and removes the newly placed IV.